Manufacturer narrative:
Beckman coulter inc. Customer technical services led the customer through instrument troubleshooting processes. The customer replacing the peri pump aspirate and dispense probe tubing. A passing instrument system check after trouble shooting verified instrument performance. Although the instrument was repaired by the customer during trouble shooting prior to returning it back into service, a definitive root cause for this event has not been determined to date.

Event description:
The customer reported that elevated cardiac troponin (accutni) results were generated on an access 2 immunoassay system for fourteen patients. Seven of the patients' initial accutni initial results were erroneous, elevated, and within the risk stratification range. Repeat testing of these seven erroneous accutni patient samples on a different instrument produced lower results within the normal reference range of the assay for all seven patients. An additional seven patients' results were reproducible, elevated, accutni results which were above the normal reference range and did not repeat within the stated accutni assay precision claims when tested on different instrument . A definitive date associated with the generation of the erroneous/imprecise results was not provided by the customer and is inferred to be (B)(6) 2011 for the purposes of this report. A pathologist review of the involved fourteen patient charts and event information concluded that these patients did not receive any additional changes to treatment or additional intervention in connection to the initial results. There were no deaths or serious injuries associated with this event. The customer had reported experiencing instrument accutni quality control issues prior to the generation of the involved fourteen patient results. An instrument system check executed during the timeframe of this event failed to meet customer established specifications. No specific patient information or sample collection/handling information was supplied by the customer.